Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, brown particles on the surface of the shell, part of the shell is missing, opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Non-penetrating nicks. And also identify a striated edge opening. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks assessed as surgical impact, non-penetrating nicks, missing shell assessed as inconclusive, and a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture and edema. The device has been explanted.

Manufacturer narrative:
Phone numbers: (B)(6). Address: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and edema. The device has been explanted.